Event description:
The customer stated a false positive result was generated on the architect total b-hcg assay. A (B)(6) patient generated a positive result of 91.4 miu/ml. Due to the patient's age, the sample was rechecked. The specimen was recentrifuged and tested in triplicate, yielding negative results of <1.2 miu/ml. No impact to patient management was reported. The customer stated since (B)(6) 2011, they have noted fluctuations on the qc results that upon repeat, are within range.

Manufacturer narrative:
Refer to results of investigation below. Final product release testing data was reviewed for architect total beta-hcg reagent kit, list number (B)(4), lot number 96931jn00. The review demonstrated that all calibrations met assay file specifications, and control and panel values were within specification. The architect total beta-hcg assay performance is currently being monitored in UK neqas. Results to date demonstrate that the assay is performing acceptably with no instances of discrepant results obtained. In addition, architect total beta-hcg reagent lot 96931jn00 was used internally in a carryover study. Results obtained did not demonstrate carryover under the experimental conditions examined. The kit in question demonstrated acceptable performance. A review of the recent complaint history for the architect total beta-hcg assay and in particular reagent lot 96931jn00 did not reveal any adverse trends for performance-related issues. The customer was referred to the architect system operations manual and architect total beta-hcg package insert for additional information. Based on our evaluation, we have determined that architect total beta-hcg reagent kit, list number (B)(4), lot number 96931jn00, identified in the customer's complaint, is performing acceptably and is currently meeting its safety, effectiveness, and label claims. No product deficiency has been identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.